Event description:
It was reported that a pause was seen on a device that had been implanted six days prior. The device was tested and checked for differed issues, including electromagnetic interference, but the issue could not be duplicated. The pause did not recur, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.